Event description:
It was reported that the ventilator was damaged when it fell off of the stand and smashed the touchscreen after the service provider performed preventative maintenance. The ventilator was being set up. No delay noted and no harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The touchscreen broke because the field service engineer failed to secure the ventilator to the stand after performing preventative maintenance. The customer reported that the touchscreen was replaced to address the issue. The unit was returned to use. It was reported that the defective touchscreen was discarded so no failure investigation at the component level can be performed.